Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer with an implantable drug infusion pump indicated for non-malignant pain and failed back surgery syndrome. The pump contained clonidine, an unknown brand of baclofen, and dilaudid; all with unknown concentrations and doses. It was reported the patient had 4 surgeries on their spinal cord since she had the pump implanted. Per the patient, the surgeries were related to the pump but couldn¿t tell how it was related. Per the patient, the healthcare providers were always frustrated as they could not control the patient¿s pain after the surgeries. No further patient complications were reported.